Manufacturer narrative:
Citation: p.j.a. Van nuland et al. The impact of permanent pacemaker implantation after tavi on mortality and quality of life: a popular tavi substudy. Catheter cardiovasc interv. Apr;105(5):1098-1107 2025. 10.1002/ccd.31431. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of permanent pacemaker implantation after transcatheter aortic valve implantation (tavi) on mortality and quality of life. The study population included 978 patients who were predominantly male with a mean age of 80 years old. Multiple manufacturer¿s devices were implanted in the study population; 376 patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Additionally, the authors stated permanent pacemaker implant before or after tavi was not found to be independently correlated with an increased risk of all-cause death. Among all patients, clinical observations included: arrhythmia requiring permanent pacemaker implant and chronic renal failure. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that: 1) medtronic product did not cause or contribute to the observed adverse events, 2) no unique device identifiers were available, and 3) no devices are available for return analysis. No further details were provided.